Event description:
The facility reported that this device possibly delivered more medication than it was programmed to. The pump was being used for the delivery of hydration to a long term care patient. The infusion was reportedly programmed at 60cc/hr but after 4 hours, 900cc was gone from the bag. The patient was not harmed by this event and no intervention was required. Specific patient details were not available from the facility's representative.